Manufacturer narrative:
A general reagent problem was not present because the qc before the event was within the specified ranges. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable troponin t hs elecsys result from one sample tested on cobas e 801 analytical unit. On 10-sep-2024: at 5:17 am, the initial result was 22.2 ng/l. At 5:41 am, the first repeat result was 14.4 ng/l. On 12-sep-2024: after recentrifugation at 1:57 pm, the second repeat result was 14.8 ng/l.

Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(4). The investigation reviewed the calibration data and the results were within specifications. There was no influence of calibration on the event. The investigation reviewed the qc data; the results were within specifications before the patient sample run. The investigation reviewed the alarm trace and no issues were noted. The investigation reviewed the customer's handling of patient samples. The heparinized patient sample was centrifuged for 5 minutes at 2800 rcf in a swing-bucket centrifuge machine. Based on the data provided, a pre-analytical issue was noted. The investigation is ongoing.